Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infections, nose bleeds, black mucus, difficulty breathing, loss of smell and taste, diarrhea, cough, headache and asthmatic bronchitis while using the device. Medical intervention was neil med sinus rinse and prescription antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.